Manufacturer narrative:
A replacement device was ordered for the patient to resolve the reported concern. The previous device was requested back for investigation. The device has not been returned, but if it is returned and reviewed, an update will be made to this report.

Event description:
The patient reported an accuracy concern with their teladoc blood pressure monitor. They reported that their monitor was compared to a manual reading at the same time and the teladoc monitor was 30 points higher.